Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. D4: batch #: 822a59. Per photographic evaluation: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a black reload from the top view with one gripping surface broken and still adhered to the body reload. Also, the swing tab is in unlocked position. Based on the photo the event described is confirmed. However, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined, that the sr75 reload was received with the right gripping surface damaged, making the reload non-functional, and it was not returned analysis. No functional testing was performed, due to the condition of the reload. The event reported was confirmed. And it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 822a59. And no non-conformances were identified.

Event description:
It was reported, that during the unknown procedure. Upon opening the sterile package it was discovered, one side of the reload to be broken. There were no patient consequences.